Event description:
I received mcghan saline-filled breast implants in 2002; by 2004 I could not work anymore I was very sick. These implants affected my whole entire body from head to toe. I could list 40 to 50 symptoms that they caused. Symptoms came on slow and took over my whole body enough to where I could not work anymore. I explanted both implants in (B)(6) 2018. My left one ruptured in 2015. These implants made me sick from 2003 to 2018 and continue to have lingering symptoms. I can supply a list of symptoms but I will only make this short and list a few. I had severe gastritis, vertigo, joint pain, raynaud's syndrome, mitochondrial dysfunction, skin rashes, skin cancer, hair loss, electric shock spasms along with muscle spasms. That is just a few of the things that these caused. I had many tests along the way and nothing was ever positive. I was checked for all autoimmune diseases all came out negative. I was never sick in my life before I received the implants. I went right back to my original surgeon as soon as I started having bad symptoms. He told me they were not because which one finding out now was a complete bold-faced lie. He told me that the saline implants were safe that they would last forever.